Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a review of the pump¿s alarm history showed no errors, warnings or alarms related to the complaint. During investigation, the pump powered on to the verify screen with audible and vibratory features functioning properly. During testing, the pump completed the 24 hour test with no warnings or alarms occurring. The audio bolus button cover was found to be missing from the pump. A 10u audio bolus was not able to be performed. A 10u normal bolus was performed and was accurately recorded in pump history. The bolus history was found to be recording properly. The history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display screen and a cracked battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not record delivered boluses. The bolus history and total daily dose showed no deliveries on a given day, but at least three boluses had been delivered by the user on that day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.